Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue where the user was unable to add a medication from the pharmacy formulary to the approval queue. A technical support specialist (tss) referenced the knowledge article (ka) unable to add pis item to approval queue-versions 1.6.1-1.7.x and identified that the same condition was occurring for this medication, which had been created by a single user and was not available to other facilities. The tss provided the appropriate workaround steps to the customer, enabling the medication to be added successfully and resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to add a medication (tenecteplase 25 mg kit) from the pharmacy formulary to the approval queue. Although the medication was already built in the pharmacy formulary and in use at another facility, it does not populate when attempted to add it from the pis. The user attempted to refresh using f5 and searched within the approval queue; however, the medication was not found, prevented it from being added for patient use. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.